Event description:
A journal article was reviewed which contained information regarding insertable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article was written to study the algorithms designed to reduce inappropriate atrial fibrillation (af) detections in the device. The article concluded that the improved algorithm did reduce the inappropriate detections; however, there were still episodes of inappropriate detections. The status of the icms is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: p-wave evidence as a method for improving algorithm to detect atrial fibrillation in insertable cardiac monitors. Heart rhythm. 2014;11(9):1575-1583. (B)(4).